Event description:
It was reported that when patient presented remotely via merlin.net transmission, post-paced t-wave oversensing issue was observed on the device. The patient did not receive therapy during the oversensing. Two other remote transmissions were observed for the presence of oversensing issue. Programming changes were made. Patient was stable.